Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm navitor vison valve was chosen for implant using a small flexnav delivery system. During procedure, the activated clotting levels were 256s and pre-implant balloon valvuloplasty done with a 18mm non-abbott balloon. The visualization technique was used to determine the implant depth was 3cusp view. A left bundle branch block was developed and no intervention required. The final implant depth was 3.64mm on the non-coronary cusp (ncc) and 6.14mm on the left coronary cusp (lcc). The patient required prolonged hospitalization. On (B)(6) 2025, the patient presented to emergency department (ed) with chest pain and shortness of breath. A cardiac catheterization was performed and a myocardial infraction was noted. A percutaneous intervention (angioplasty/stent) was performed. The patient was reported stable.

Manufacturer narrative:
An event of left bundle branch block, dyspnea, angina, myocardial infarction, and left ventricular dysfunction was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported incidents could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as percutaneous intervention (angioplasty/stent) was performed and defibrillator was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code.

Event description:
Clinical information: (B)(6), patient site ID: (B)(6). It was reported that on 06 aug 2025, a 25mm navitor vison valve was chosen for implant using a small flexnav delivery system. During procedure, the activated clotting levels were 256s and pre-implant balloon valvuloplasty done with a 18mm non-abbott balloon. The visualization technique was used to determine the implant depth was 3cusp view. A left bundle branch block was developed and no intervention required. The final implant depth was 3.64mm on the non-coronary cusp (ncc) and 6.14mm on the left coronary cusp (lcc). The patient required prolonged hospitalization. On (B)(6) 2025, the patient presented to emergency department (ed) with chest pain and shortness of breath. A cardiac catheterization was performed and a myocardial infraction was noted. A percutaneous intervention (angioplasty/stent) was performed. The patient was reported stable. On (B)(6) 2025, the patient developed severe left ventricular dysfunction and a defibrillator was implanted.

Manufacturer narrative:
An event of left bundle branch block, dyspnea, angina, and myocardial infarction was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported incidents could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as percutaneous intervention (angioplasty/stent) was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.